Event description:
Additional information was received that fluoroscopy was performed, which revealed this right ventricular (rv) lead had a bend proximal to the distal coil. At the bend, the cables appeared to be wider apart than normal. The cables were still in the insulation. The physician decided to surgically abandon and replace this right ventricular (rv) lead due to the age of the lead and the high out of range pacing impedance measurements. A new rv lead and device were implanted. The patient tolerated the procedure and all diagnostics were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. It was noted there was only one out of range measurement. The patient was brought into the clinic for further evaluation. No noise was noted and all lead measurements were within normal limits. The plan is to continue monitoring the patient. At this time, this rv lead remains in service and there were no adverse patient effects reported.